Event description:
On 05/28/2008 the patient reported that she was hospitalized on twelve days earlier. She stated that she received the infusion device and did not program the basal rates. She did not receive basal insulin for 3-4 days. She was admitted to the hospital for elevated blood glucose (998 mg/dl) and dehydration. She was treated with an IV and insulin injections and was released on four days later. She was admitted to the hospital again on the following day, due to elevated blood glucose. The patient was reconnected to the infusion device on two days later, and was released from the hospital. She stated that her blood glucose levels were normal and the basal rates were correctly programmed in the infusion device. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.